Event description:
It was reported that this right ventricular (rv) lead became dislodged. The dislodgement was confirmed via x-ray images and exhibited high pacing thresholds and low r waves. It was successfully repositioned. This device remains in service. No additional adverse patient effects were reported.